Event description:
The customer performed a blood glucose test and received a result of 535mg/dl. The customer went to the emergency room. The customer was given an i.v the customer is unsure if the emergency room tested their blood or not. If they did they don't know result. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.